Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. At the time of the report the alarms were not able to be cleared. Customer had elevated blood glucose (bg) levels (400 mg/dl). Customer stated a manual injection will be delivered to bring bg levels to target range. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.